Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 342 mg/dl. Customer had not eaten and blood glucose was 339 mg/dl and was 381 mg/dl. Customer go to home, took treatment with insulin pen and her blood glucose was 69 mg/dl and she got a suspend alarm. The current blood glucose was 87 mg/dl. Troubleshooting guide was assisted for high blood glucose and under delivery. Run load reservoir and fill tubing with current set and insulin exited at the qr. Customer go through testing found no issue with pump, she did not want to do the high pressure test though because refused to change set. Customer will call back on the day that she has to change the set to test it then. The insulin pump will not be returned for analysis.